Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09april2020.

Event description:
The customer reported the occurrence of diagnostic codes related to air and oxygen valve stuck open. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm. The provision of medical intervention to preclude permanent impairment or damage to the patient has not been confirmed, and therefore, has not been ruled out. Technical support provided remote assistance to the customer. The customer reported to have tested the unit and was unable to replicate the problem. Technical support advised the customer to replace the main board with the battery.

Manufacturer narrative:
G4: 16apr2020. B4: 17apr2020. This event has been reassessed and updated to non-adverse event since there is no confirmed report of medical intervention to preclude permanent impairment or damage to the patient being required as a result of the event. The customer reported that the main printed circuit board (pcb) has been replaced to address the problem. The unit has been put back in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.